Event description:
A report was received that the patient was experiencing sharp pain in the right flank when leaning on the ipg. The patient will undergo a revision procedure wherein the ipg will be relocated.